Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the reported "alarms with blank screen" complaint could not be verified. The event log showed three occasions where there was a "disposable not attached" message right after the pump was started. However, this normally displays an error message - the screen would not be blank as the complaint stated. The pump ran in user mode without issues. The pump passed all tests in manufacturing utility mode. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a blank screen and alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.